Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported surgeon used intralase femtosecond laser to create incision to insert kamra inlay lens in patients eye on (B)(6) 2016. On (B)(6) 2016 removal of kamra lens was performed due to infection. Best corrected visual acuity (bcva) preop 20/20uncorrected visual acuity (ucva) (B)(6) 2016 20/15 no bcva.